Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that following an unrelated surgical procedure where it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg was recovered through troubleshooting in field.

Manufacturer narrative:
Section a4: patient weight was added.